Event description:
It was reported via repair work order that the head left siderail was stuck in the down position due to a damaged latch. It was also reported that the power cord had damaged ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.